Event description:
A customer reported a malfunction on their pump, which was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy